Manufacturer narrative:
Batch review performed on 14 december 2020 lot 1909378: (B)(4) items manufactured and released on 22-jan-2020. Expiration date: 2024-12-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional item involved in the event: ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ¿ 28 size m 0 (k112115) lot. 1909750 batch review performed on 14 december 2020 lot 1909750: (B)(4) items manufactured and released on 03-mar-2020. Expiration date: 2025-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without two similar reported events.

Event description:
The patient came in, 5 months after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.